Manufacturer narrative:
Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It was unconfirmed whether spill bags were deployed. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA. This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the machine would not sense the reservoir installation on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.